Event description:
Healthcare professional later reported and confirmed a deflation - not device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. One opening on posterior side assessed as fold flaw opening. Yellow particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.